Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 500 mcg/ml; 75 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the pump was empty due to the patient missing refills. It was believed the pump went empty on (B)(6) 2018 due to flow rate calculations. The patient was due for a refill. The hcp planned to fill the pump and monitor the patient. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s weight is (B)(6). The pump was refilled without issue. The patient will follow up with the hcp in a month to reassess and see how he is doing.